Manufacturer narrative:
Customer medwatch number: (B)(4) the devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a 100ml insulin infusion was initially programmed to infuse at 5ml/hr, and the rate was changed to 2.5 ml/hr, however after about 1.5 hours the bag was empty. The patient required a bolus of d10w and stat blood work was performed. There was no lasting harm. Received a copy of the customer's medsun report from the FDA which states, "pump was programmed to deliver insulin to patient. Pump programmed through guardrails protocol at concentration 100 units in 100ml of fluid. Pump initially programed at a rate of 5 ml/hr. After approx. 1 hour pump rate was changed to 2.5 ml/hr. After total time of approx. 1.5 hours, pump showed delivered volume of 6.3 ml, however, entire 100ml bag of fluid was empty. Pump programing reviewed and validated as correct. Biomed checked pump and did not identify issue - carefusion notified and they will be investigating and testing pump."

Manufacturer narrative:
The reported issue of a 100ml bag of insulin having prematurely emptied was confirmed and replicated. The physical inspection process found the bezel had four of six bosses having separated. The remaining two bosses were cracked but had not separated. The associated pcu event log recorded that the pump module sn (B)(4) began an infusion of the drug insulin at a rate of 5ml/h with a vtbi at 80ml on (B)(6) 2018 at 8:56am. A user decreased the rate to 2.5ml/h at 9:59am, and placed the infusion in a pause state at 10:24am. The pump module was turned off at 10:25am. The total volume infused recorded was 6.311ml. The cause for the early termination of the infusion could not be ascertained from the log analysis. Rate accuracy testing was first performed with asm and found the pump module to be under infusing out of specification. A one hour system level rate accuracy test at the incident programming parameters was performed and found the pump module to be over infusing out of specification with observed periodic unregulated flow occurring within the disposable set drip chamber. The root cause of the customer's in summary, the formal investigation identified two root causes for the separated/broken bezel boss issue. Manufacturing ¿driven polymer material degradation led to reduced mechanical properties. Environmental stress cracking (esc) from contaminates introduced to the boss by the metal insert.

Event description:
The customer reported that a 100ml insulin infusion was initially programmed to infuse at 5ml/hr, and the rate was changed to 2.5 ml/hr, however after about 1.5 hours the bag was empty. The patient required a bolus of d10w and stat blood work was performed. There was no lasting harm. Received a copy of the customer's medsun report from the FDA which states, "pump was programmed to deliver insulin to patient. Pump programmed through guardrails protocol at concentration 100 units in 100ml of fluid. Pump initially programed at a rate of 5 ml/hr. After approx. 1 hour pump rate was changed to 2.5 ml/hr. After total time of approx. 1.5 hours, pump showed delivered volume of 6.3 ml, however, entire 100ml bag of fluid was empty. Pump programing reviewed and validated as correct. Biomed checked pump and did not identify issue - carefusion notified and they will be investigating and testing pump."

Manufacturer narrative:
The report of an insulin bag emptying prematurely was confirmed and replicated. Physical inspection of the device showed that the bezel had four of six bosses separated. The remaining two bosses were cracked but had not separated. Analysis of the pcu event log showed that at 8:56am on (B)(6) 2018 the pump module began an infusion of insulin at a rate of 5ml/hr with a vtbi at 80ml. At 9:59am the rate was decreased to 2.5ml/hr. At 10:24am the infusion was paused, and turned off one minute later. The total volume infused was recorded as 6.311ml. The cause for the early termination of the infusion could not be ascertained from the log analysis. Rate accuracy testing using the maintenance program found the pump module to be out of specification (under infusing). A one hour system level rate accuracy test at the incident programming parameters found the pump module to be out of specification (over infusing) with periodic unregulated flow observed in the drip chamber. The proximate cause for the reported event is the broken bezel bosses. The root cause for the bezel boss breakage was not determined.